Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that high spi error (error 88) message was displayed during ablation. The returned device was visually inspected upon receipt and blood similar to char was found at the end of the tip. This condition was not reported by the customer. Then per the reported event, the catheter was evaluated for carto 3 and screening test and catheter passed both. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. The force feature was working properly. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed. The root cause of the char remains unknown.

Event description:
It was reported that during an atrial flutter right (r-afl) procedure, high spi error (error 8) message displayed during ablation. The cable was exchanged with no resolution. The issue was resolved by exchanging the catheter and the case was completed without any patient consequence. Upon receiving the product in biosense webster lab on june 27th 2014, it was noticed that char on the proximal end of the tip dome, making this event reportable.